Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) as well as from a consumer regarding a patient who was receiving 1000 mcg/ml fentanyl at 748.1 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump had a motor stall on (B)(6) 2018 for 10-12 hours, then resolved. The patient had spasms and convulsions for 10 hours. The patient had a pump refill on (B)(6) 2018 and had not used his personal therapy manager (ptm) since then because he was not sure if he should use the ptm. Additionally it was stated that the patient was not sure if the ptm caused the pump to stop. It was noted the pump had "37 months to go". The patient's dose was noted to be 650.8 mcg/day. It was unknown if any environmental, external, or patient factors caused or contributed to the issue and it was unknown what actions or interventions were taken. The patient's status was "alive - no injury" and it was unknown if the event was resolved. No further issues were reported or anticipated.